Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical devices: comp primary stem 7mm mini cat# 113627 lot# 534700; comp rvrs shldr glnsp std 36mm cat# 115310 lot# 403190; comp aug mini bsplt w tpr sm cat# 110032410 lot# 64314041; comp rvs cntrl 6.5x20mm st/rst cat# 115394 lot# 585860; comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 351840; comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 351840; comp lk scr 3.5hex 4.75x25 st cat# 180552 lot# 628410; mini humeral tray standard thickness +0 mm taper offset 40 mm diameter cat# 110031399 lot# 64314393; bearing standard 36 mm diameter cat# 110031418 lot# 64299809. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02050, 0001825034 - 2020 - 02051, 0001825034 - 2020 - 02052, 0001825034 - 2020 - 02053, 0001825034 - 2020 - 02054, 0001825034 - 2020 - 02055, 0001825034 - 2020 - 02056.

Event description:
It was reported a patient had an initial right reverse tsa. Subsequently, at the one-year visit, the patient was experiencing pain and decrease in activities of daily living when compared to the 6-month visit. Activities of daily living which have decreased include the following: unable to do light house work, throw a ball overhand, lift 10 lbs. Overhead, very difficult to put on a coat, sleep on affected side, and/or reach a high shelf. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10. D4 - UDI # - (B)(4), (B)(4), (B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: mild to moderate pain (4.6). Decrease in activities of daily living and very difficult to put on a coat, sleep on affected side, or reach a high shelf. At 6 month follow-up, patient had a 27.4 decrease in ases patient self-evaluation. Shoulder feels very stable. Good rom. No significant radiographic findings. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.